Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the dragonfly opstar imaging catheter contrast injection port had a hole and contrast was leaking out. Therefore, the imaging catheter was not used in the patient and another dragonfly opstar imaging catheter was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial MDR report, the following information was provided: device analysis found that there was no hole on the device other than the expected purge hole. There was a nitinol tube separation which would cause the leak; however, the leak and all separations are outside the body and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Visual analysis, additional testing methods, and dimensional analysis were performed on the returned device. The reported leak issue was able to be confirmed; however, there was no hole or tear in the catheter as reported. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported leak issue was related to circumstances of the procedure; however, the reported hole was not able to be confirmed, as the sheath and side port tubing were intact. In this case, it is likely that the leak was caused by the observed nitinol tube separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1: correction (brand name). D2a: correction (common device name). D3: correction (manufacturer name, address, state, city and state).